Event description:
It was reported the pt's ipg (implantable pulse generator) was superficial and he had bumped the ipg site which had caused it to be sore. Follow-up information suggested the pt had the ipg repositioned to address the issue on (B)(6) 2013. The pt was to be scheduled for a follow-up in 2 weeks.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.